Event description:
On (B)(6) 2014, the patient underwent onyx embolization treatment. The vasculature was very tortuous. During the onyx injection, it was reported the onyx leaked out of the catheter at approximately 3cm from the distal tip into the mca (middle cerebral artery). It was also reported the physician paused every 2-3 minutes during the injection and there was approximately 2-3 ml of onyx reflux. No patient injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2014-00053.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).